Event description:
Procedure: thoracic - pneumothorax. According to the reporter: after loading the cartridge, the jaw was closed then inserted into the trocar. However, while firing the stapler, the stapler could not fire fully and staple formation was malformed through half of the firing. Another stapler was stapled over the malformed staple line. Blood loss was less than 240cc. Surgery was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).